Event description:
Sponge product frayed during procedure. Avid medical is manufacturer of custom procedure tray, (B)(4), which includes sister company medical action industries branded laparoscopy sponge (18x18 with loop), part b250. The laparoscopy sponge product b250 is manufactured by jianerkang medical dressing co ltd (B)(4). Avid medical received a complaint on 03/20/2018 originated by (B)(6), ob clinician at (B)(6) medical center. The complaint states the product frayed during surgery causing loose strands of the sponge to come in contact with patient open wound. The surgeon retrieved loose strands successfully with no subsequent patient adverse effects. Avid medical issued a formal complaint (B)(4) to the manufacturer, jianerkang medical dressing co ltd, for further investigation and corrective/preventive actions as determined appropriate.